Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable. It will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was still running after the bag was empty. They stated that it did not alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint: (B)(4).